Event description:
It was reported that following the implant procedure, this device exhibited a high, out of range shock impedance (>200 ohms) was noted from a right ventricular (rv) lead. A defibrillation threshold test (dft) was performed, but the first shock was not successful. The device was reprogrammed and the following shock was successful with an in range impedance of 51 ohms. Technical services were contacted to evaluate why the first dft shock failed and it was discussed that the clinical condition of the patient and medication could be the most likely cause. At this time, the device remains implanted and in service. Additional information was requested regarding the healthcare facility information, but has not yet been received. The patient was stable with no additional adverse consequences.